Manufacturer narrative:
This complaint involves two lot numbers. This MDR is for lot number n1140206. The actual complaint product was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a consumer's husband via a phone call on (B)(6) 2016, the consumer experienced irritation and had red eyes after using the complaint product for the first time on (B)(6) 2016. The reporter stated that the consumer "found a white dot on the papilla". The consumer visited an eye clinic and was diagnosed with corneal necrosis in both the eyes (ou). The consumer got an unspecified prescription and was asked to follow up the next day. Additional information was received on 09/20/2016; the consumer stated that she was diagnosed with 'keratohelcosis' and was asked to follow up during that week. The symptoms were reported as improving. Additional information was received on 09/22/2016; the consumer stated that she did not visit the eye clinic for a follow up yet. The consumer also stated that the redness and pain resolved. Additional information was received through medical records on 10/05/2016; it was clarified that the report of "a white dot on the papilla" was incorrect and that there were white dots on black part of the eyes and not on the papillae of the eyes. The medical record confirmed the diagnosis of corneal ulcer in the left eye (os). The corneal ulcer in the right eye (od) was not confirmed within the medical record. It was noted in the medical record that the consumer sought medical attention at the eye clinic from (B)(6) 2016. The consumer was asked to follow up on (B)(6) 2016. Additional information regarding the events associated with the od and event resolution has been requested, but has not been received yet.

Manufacturer narrative:
Additional information has been provided regarding this complaint. On (B)(6) 2016, the eye care professional confirmed that the previously reported lot number n1140206 was not involved in the event; therefore, the investigation findings for this particular lot are not considered reportable at this time. (B)(4).